Event description:
The manufacturer received information alleging an issue heater on machine is drying out water because it is hot, burn mark on table and electric burn odor. Dehydration, cant swallow, excessive mucous, particles in tubing/chamber, nasal/throat irritation or soreness,related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.